Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure (batch no. C06471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included herpes nos and depression. Concurrent conditions included obesity, gastroesophageal reflux disease and abdominal pain since (B)(6) 2016. In 2014, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced tooth fracture ("dental issues :teeth chipping /teeth cracking"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss / hair loss"), fatigue ("fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dry skin ("dry skins"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and vision blurred ("blurr vision"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), decreased appetite ("loss of appetite"), mood altered ("hormonal changes describe: moody"), rash ("rashes"), gastrointestinal haemorrhage ("gastrointestinal or digestive system condition type: blooding") and pain ("whole body pain"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, decreased appetite, alopecia, tooth fracture, fatigue, weight increased, mood altered, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, anxiety, depression, dry skin, rash, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred and gastrointestinal haemorrhage outcome was unknown, the abdominal distension and nausea had resolved and the pain was resolving. The reporter considered abdominal distension, alopecia, anxiety, bladder disorder, decreased appetite, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal haemorrhage, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, pain, pelvic pain, rash, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: trailing coils: left 2 right 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion (B)(6) 2014: hysteroscopy:no abnormal findings were noted during the essure procedure. On (B)(6) 2016, us abdomen showed no acute abdominal orgen abnormally. Us pelvis complete showed uterus and ovaries appear unremarkable. No fluid collection, masses or prominent inflammation changes. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, abdominal pain, abdominal distention, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc update (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 33-year-old female patient who had essure (batch no. C06471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included herpes nos and depression. Concurrent conditions included abdominal pain since (B)(6) 2016, obesity and gastroesophageal reflux disease. Concomitant products included omeprazole magnesium (prilosec). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2015, the patient experienced tooth fracture ("dental issues :teeth chipping /teeth cracking"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), alopecia ("hair loss / hair loss"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dry skin ("dry skins"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and vision blurred ("blurr vision/fuzzy vision") and was found to have weight increased ("weight gain"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), decreased appetite ("loss of appetite"), mood altered ("hormonal changes describe: moody"), rash ("rashes"), gastrointestinal haemorrhage ("gastrointestinal or digestive system condition type: blooding"), pain ("whole body pain/ aches"), pruritus ("itchy skin"), hypovitaminosis ("vitamin deficiency"), myalgia ("stomach muscle pain"), abdominal pain upper ("stomach muscle pain/upper belly hurts"), back pain ("lower back hurts"), flatulence ("gas pains"), diarrhoea ("diarrhea"), vomiting ("throwing up") and feeling abnormal ("brain fog"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and pain was resolving, the genital haemorrhage, decreased appetite, alopecia, tooth fracture, fatigue, weight increased, mood altered, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, anxiety, depression, dry skin, rash, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, gastrointestinal haemorrhage, pruritus, hypovitaminosis, myalgia, abdominal pain upper, back pain, flatulence, diarrhoea and vomiting outcome was unknown and the abdominal distension, nausea and feeling abnormal had resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, anxiety, back pain, bladder disorder, decreased appetite, depression, diarrhoea, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, flatulence, gastrointestinal haemorrhage, genital haemorrhage, headache, hypovitaminosis, menorrhagia, migraine, mood altered, myalgia, nausea, pain, pelvic pain, pruritus, rash, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vomiting and weight increased to be related to essure. The reporter commented: trailing coils: left 2 right 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. On (B)(6)2014: hysteroscopy:no abnormal findings were noted during the essure procedure. On (B)(6) 2016, us abdomen showed no acute abdominal orgen abnormally. Us pelvis complete showed uterus and ovaries appear unremarkable. No fluid collection, masses or prominent inflammation changes. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, abdominal pain, abdominal distention, menorrhagia, itchy skin, vitamin deficiency, stomach muscle pain, lower back hurts, gas pains, diarrhea, throwing up, brain fog . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received. Events: itchy skin, vitamin deficiency, stomach muscle pain, lower back hurts, gas pains, diarrhea, throwing up, brain fog added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 33-year-old female patient who had essure (batch no. C06471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included herpes nos and depression. Concurrent conditions included abdominal pain since (B)(6) 2016, obesity and gastroesophageal reflux disease. Concomitant products included omeprazole magnesium (prilosec). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2015, the patient experienced tooth fracture ("dental issues :teeth chipping /teeth cracking"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), alopecia ("hair loss / hair loss"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dry skin ("dry skins"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and vision blurred ("blurred vision/fuzzy vision") and was found to have weight increased ("weight gain"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), decreased appetite ("loss of appetite"), mood altered ("hormonal changes describe: moody"), rash ("rashes"), gastrointestinal haemorrhage ("gastrointestinal or digestive system condition type: blooding"), pain ("whole body pain/ aches"), pruritus ("itchy skin"), hypovitaminosis ("vitamin deficiency"), myalgia ("stomach muscle pain"), abdominal pain upper ("stomach muscle pain/upper belly hurts"), back pain ("lower back hurts"), flatulence ("gas pains"), diarrhoea ("diarrhea"), vomiting ("throwing up") and feeling abnormal ("brain fog"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and pain was resolving, the genital haemorrhage, decreased appetite, alopecia, tooth fracture, fatigue, weight increased, mood altered, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, anxiety, depression, dry skin, rash, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, gastrointestinal haemorrhage, pruritus, hypovitaminosis, myalgia, abdominal pain upper, back pain, flatulence, diarrhoea and vomiting outcome was unknown and the abdominal distension, nausea and feeling abnormal had resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, anxiety, back pain, bladder disorder, decreased appetite, depression, diarrhoea, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, flatulence, gastrointestinal haemorrhage, genital haemorrhage, headache, hypovitaminosis, menorrhagia, migraine, mood altered, myalgia, nausea, pain, pelvic pain, pruritus, rash, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vomiting and weight increased to be related to essure. The reporter commented: trailing coils: left 2 right 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. On (B)(6) 2014: hysteroscopy: no abnormal findings were noted during the essure procedure. On (B)(6) 2016, us abdomen showed no acute abdominal organ abnormally. Us pelvis complete showed uterus and ovaries appear unremarkable. No fluid collection, masses or prominent inflammation changes. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, abdominal pain, abdominal distention, menorrhagia, itchy skin, vitamin deficiency, stomach muscle pain, lower back hurts, gas pains, diarrhea, throwing up, brain fog. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received. Events: itchy skin, vitamin deficiency, stomach muscle pain, lower back hurts, gas pains, diarrhea, throwing up, brain fog added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 33-year-old female patient who had essure (batch no. C06471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included herpes nos and depression. Concurrent conditions included abdominal pain since (B)(6) 2016, obesity and gastroesophageal reflux disease. Concomitant products included omeprazole magnesium (prilosec). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2015, the patient experienced tooth fracture ("dental issues :teeth chipping /teeth cracking"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), alopecia ("hair loss / hair loss"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dry skin ("dry skins"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and vision blurred ("blurred vision/fuzzy vision") and was found to have weight increased ("weight gain"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), decreased appetite ("loss of appetite"), mood altered ("hormonal changes describe: moody"), rash ("rashes"), gastrointestinal haemorrhage ("gastrointestinal or digestive system condition type: blooding"), pain ("whole body pain/ aches"), pruritus ("itchy skin"), hypovitaminosis ("vitamin deficiency"), myalgia ("stomach muscle pain"), abdominal pain upper ("stomach muscle pain/upper belly hurts"), back pain ("lower back hurts"), flatulence ("gas pains"), diarrhoea ("diarrhea"), vomiting ("throwing up") and feeling abnormal ("brain fog"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and pain was resolving, the genital haemorrhage, decreased appetite, alopecia, tooth fracture, fatigue, weight increased, mood altered, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, anxiety, depression, dry skin, rash, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, gastrointestinal haemorrhage, pruritus, hypovitaminosis, myalgia, abdominal pain upper, back pain, flatulence, diarrhoea and vomiting outcome was unknown and the abdominal distension, nausea and feeling abnormal had resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, anxiety, back pain, bladder disorder, decreased appetite, depression, diarrhoea, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, flatulence, gastrointestinal haemorrhage, genital haemorrhage, headache, hypovitaminosis, menorrhagia, migraine, mood altered, myalgia, nausea, pain, pelvic pain, pruritus, rash, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vomiting and weight increased to be related to essure. The reporter commented: trailing coils: left 2 right 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. On (B)(6) 2014: hysteroscopy:no abnormal findings were noted during the essure procedure. On (B)(6) 2016, us abdomen showed no acute abdominal organ abnormally. Us pelvis complete showed uterus and ovaries appear unremarkable. No fluid collection, masses or prominent inflammation changes. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, abdominal pain, abdominal distention, menorrhagia, itchy skin, vitamin deficiency, stomach muscle pain, lower back hurts, gas pains, diarrhea, throwing up, brain fog. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received. Events: itchy skin, vitamin deficiency, stomach muscle pain, lower back hurts, gas pains, diarrhea, throwing up, brain fog added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 33-year-old female patient who had essure (batch no. C06471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included herpes nos and depression. Concurrent conditions included abdominal pain since (B)(6) 2016, obesity and gastroesophageal reflux disease. Concomitant products included omeprazole magnesium (prilosec). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2015, the patient experienced tooth fracture ("dental issues :teeth chipping /teeth cracking"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), alopecia ("hair loss / hair loss"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dry skin ("dry skins"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and vision blurred ("blurr vision/fuzzy vision") and was found to have weight increased ("weight gain"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), decreased appetite ("loss of appetite"), mood altered ("hormonal changes describe: moody"), rash ("rashes"), gastrointestinal haemorrhage ("gastrointestinal or digestive system condition type: blooding"), pain ("whole body pain/ aches"), pruritus ("itchy skin"), hypovitaminosis ("vitamin deficiency"), myalgia ("stomach muscle pain"), abdominal pain upper ("stomach muscle pain/upper belly hurts"), back pain ("lower back hurts"), flatulence ("gas pains"), diarrhoea ("diarrhea"), vomiting ("throwing up") and feeling abnormal ("brain fog"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and pain was resolving, the genital haemorrhage, decreased appetite, alopecia, tooth fracture, fatigue, weight increased, mood altered, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, anxiety, depression, dry skin, rash, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, gastrointestinal haemorrhage, pruritus, hypovitaminosis, myalgia, abdominal pain upper, back pain, flatulence, diarrhoea and vomiting outcome was unknown and the abdominal distension, nausea and feeling abnormal had resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, anxiety, back pain, bladder disorder, decreased appetite, depression, diarrhoea, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, flatulence, gastrointestinal haemorrhage, genital haemorrhage, headache, hypovitaminosis, menorrhagia, migraine, mood altered, myalgia, nausea, pain, pelvic pain, pruritus, rash, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vomiting and weight increased to be related to essure. The reporter commented: trailing coils: left 2 right 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. (B)(6) 2014: hysteroscopy:no abnormal findings were noted during the essure procedure. On (B)(6) 2016, us abdomen showed no acute abdominal orgen abnormally. Us pelvis complete showed uterus and ovaries appear unremarkable. No fluid collection, masses or prominent inflammation changes. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, abdominal pain, abdominal distention, menorrhagia, itchy skin, vitamin deficiency, stomach muscle pain, lower back hurts, gas pains, diarrhea, throwing up, brain fog. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 17-nov-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. As a result of her implantation with essure she suffered injuries, including: heavy bleeding, hysterectomy, pain, bloating, loss of appetite, hair loss, dental issues, fatigue, and weight gain. She had surgery to remove the essure implant on (B)(6) 2016. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain (interpreted as pelvic pain) and heavy bleeding (interpreted as genital bleeding). She underwent surgery to remove essure approximately 2 years after its insertion. These events were considered serious due to medical significance and are anticipated in the reference safety information for essure. After essure insertion genital bleeding and pelvic pain may occur. Given the nature of the reported events and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure (batch no. C06471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and gastroesophageal reflux disease. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2015, the patient experienced the first episode of tooth disorder ("dental problems"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss / hair loss"), fatigue ("fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary infection"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and vision blurred ("blurr vision"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), decreased appetite ("loss of appetite"), the second episode of tooth disorder ("dental issues"), mood altered ("hormonal changes describe: moody"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dry skin ("dry skins"), rash ("rashes"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: blooding") and pain ("whole body pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, decreased appetite, alopecia, the last episode of tooth disorder, fatigue, weight increased, mood altered, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, anxiety, depression, dry skin, rash, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred and gastrointestinal disorder outcome was unknown, the abdominal distension and nausea had resolved and the pain was resolving. The reporter considered abdominal distension, alopecia, anxiety, bladder disorder, decreased appetite, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, pain, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, weight increased, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure. The reporter commented: current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2018: events- "hormonal changes describe: moody, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urinary infection, apareunia (inability to have sexual intercourse), anxiety, depression, dry skins, rashes, bladder problems or changes, urinary problems or changes, migraines, headaches, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, blurr vision, gastrointestinal or digestive system condition type: blooding, whole body pain", reporter, lot number, "concomitant" condition added from pfs. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure (batch no. C06471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included herpes nos and depression. Concurrent conditions included obesity, gastroesophageal reflux disease and abdominal pain since (B)(6) 2016. In 2014, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced tooth fracture ("dental issues :teeth chipping /teeth cracking"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss / hair loss"), fatigue ("fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dry skin ("dry skins"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and vision blurred ("blurr vision"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), decreased appetite ("loss of appetite"), mood altered ("hormonal changes describe: moody"), rash ("rashes"), gastrointestinal haemorrhage ("gastrointestinal or digestive system condition type: blooding") and pain ("whole body pain/ aches"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and pain was resolving, the genital haemorrhage, decreased appetite, alopecia, tooth fracture, fatigue, weight increased, mood altered, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, anxiety, depression, dry skin, rash, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred and gastrointestinal haemorrhage outcome was unknown and the abdominal distension and nausea had resolved. The reporter considered abdominal distension, alopecia, anxiety, bladder disorder, decreased appetite, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal haemorrhage, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, pain, pelvic pain, rash, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: trailing coils: left 2 right 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. On (B)(6) 2014: hysteroscopy:no abnormal findings were noted during the essure procedure. On (B)(6) 2016, us abdomen showed no acute abdominal organ abnormally. Us pelvis complete showed uterus and ovaries appear unremarkable. No fluid collection, masses or prominent inflammation changes. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, abdominal pain, abdominal distention, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: new pfs received- outcome of event pain from unknown to recovering/resolving was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure (batch no. C06471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included herpes nos and depression. Concurrent conditions included obesity, gastroesophageal reflux disease and abdominal pain since (B)(6) 2016. In 2014, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2014, the patient had essure inserted. In may 2015, the patient experienced tooth fracture ("dental issues :teeth chipping /teeth cracking"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss / hair loss"), fatigue ("fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dry skin ("dry skins"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and vision blurred ("blurr vision"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), decreased appetite ("loss of appetite"), mood altered ("hormonal changes describe: moody"), rash ("rashes"), gastrointestinal haemorrhage ("gastrointestinal or digestive system condition type: blooding") and pain ("whole body pain"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, decreased appetite, alopecia, tooth fracture, fatigue, weight increased, mood altered, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, anxiety, depression, dry skin, rash, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred and gastrointestinal haemorrhage outcome was unknown, the abdominal distension and nausea had resolved and the pain was resolving. The reporter considered abdominal distension, alopecia, anxiety, bladder disorder, decreased appetite, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal haemorrhage, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, pain, pelvic pain, rash, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: trailing coils: left 2 right 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Hysterosalpingogram - on 1-jun-2016: total bilateral occlusion 13oct2014: hysteroscopy:no abnormal findings were noted during the essure procedure. On 04-may-2016, us abdomen showed no acute abdominal orgen abnormally. Us pelvis complete showed uterus and ovaries appear unremarkable. No fluid collection, masses or prominent inflammation changes. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, abdominal pain, abdominal distention, menorrhagia. Most recent follow-up information incorporated above includes: on 8-jun-2018: pfs received. Reporter information added. Event updated: dental problems as teeth chipping and cracking. Pt: tooth fracture. Lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 22-dec-2016: quality safety evaluation of ptc. (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore, no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain (interpreted as pelvic pain) and heavy bleeding (interpreted as genital bleeding). She underwent surgery to remove essure approximately 2 years after its insertion. These events were considered serious due to medical significance and are anticipated in the reference safety information for essure. After essure insertion genital bleeding and pelvic pain may occur. Given the nature of the reported events and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.